Event description:
It was reported that the customer left the pump in a pocket of clothing and it was placed in the washing machine and not retrieved until the wash cycle was completed. Subsequently, the pump was noted to be completely unresponsive. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.